Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable was bent and the customer had to wrap the usb cable around the pump to keep a connection and charge the pump. There was no adverse impact to customer¿s blood glucose.